Manufacturer narrative:
The explanted ipg passed visual, electrical, photographic imaging and performance tests done. The device exhibits normal device characteristics. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient is experiencing discomfort at the pocket site. The patient's skin is also thinning out over the implant site. The physician decided to relocate the patient's pocket. During the revision, the physician also replaced the patient's ipg as the patient was claiming that the ipg would turn on/off on its own. The patient is doing well following the revision.

Event description:
A report was received that the patient is experiencing discomfort at the pocket site. The patient's skin is also thinning out over the implant site. The physician decided to relocate the patients pocket. During the revision the physician also replaced the patient's ipg as the patient was claiming that the ipg would turn on/off on its own. The patient is doing well following the revision.